Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- problem description 02/13/2026 09:23:52 (B)(6) (B)(6). ¿ did the reported issue require multiple images / multiple exposures to be taken on a patient: yes ¿ were there any injuries or mis diagnosis if multiple images/exposures were needed: no ¿ ds ticket # or troubleshooting: issue reported: artifacts in image. ---did the reported issue require multiple images / multiple exposures to be taken on a patient (yes/no - do not put na): yes. ---were there any injuries or misdiagnosis if multiple images/exposures were needed: no equipment type and model: schick 33 s2 sensor ae cbl 6'. Serial number: (B)(6). Confirm sensor cable color: gray. Acquisition software & version: epic issue in one or all rooms: all other sensors work with working remotes in room(s) with issue: y. Pc name: (B)(4). Schick driver version (programs and features): ioss 3.0.4000. Remote fw/fpga version: 1.5.140 sensor fw version: 3.4. If remote issue: 2.0 or 3.0: tried different usb cable/usb port/bypassed usb hubs/extenders: . 3.0 remote: tried on a 3.0 and 2.0 usb port/cable clip connected: . If sensor issue, replaced elastomer: y if sensor issue, tried different sensor cable: n/a if no response to radiation, confirmed xray head functional: . Additional troubleshooting steps/notes: this is their only 3.0 sensor, so no other sensor cables to test with. ¿ additional notes: n/a. Solution description 02/13/2026 09:23:52 (B)(6) (B)(6). It was determined that the schick 33 sensor will need to get replaced. Part # 100008651.

Event description:
While the customer was using a part of an intraoral sensor system, schick33 s2 sensor/3.0 cable for dso 6', they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.